Manufacturer narrative:
Arjo was notified about an event with involvement of concerto shower trolley. It was reported that when the patient was on the device the stretcher suddenly tilted and the patient fell on the floor. The x-ray inspection did not show any injury to patient. The involved device was taken out of service and evaluated by the qualified arjo representative. According to the results of inspection, the product was in good general condition and the tilting function mechanism was working as required. The horizontal lock lever was directed downward which was not the intended position and the stretcher was not positioned properly, but stuck in half way to fixed horizontal position. Concerto/basic shower trolley is intended for showering and bathing of hospital or care facility residents under the supervision of trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). According to the information received from customer facility representative, the device's stretcher tilted suddenly. Arjo concerto shower trolley's stretcher can be tilted to help with cleaning and disinfection. The tilting mechanism is located under the stretcher. To utilize this function the user needs to press the button and then move the catch to one side in order to tilt the stretcher. The IFU provides the supporting illustrations for ease of use. The mechanism which is responsible for titling the stretcher was working as intended during inspection. However, the horizontal lock lever was not according to the manufacturer's specification. The concerto is equipped with a special fitting which locks the stretcher in a horizontal position for transport or when the mattress is going to be filled with water. Looking at the photographic evidences provided the malfunction of horizontal lock might have affected the stretcher which was in incorrect position and in the consequence obstructed the correct lock of stretcher tilting mechanism. When the load was applied, stretcher tilted as it was not locked properly. However, the significant contributing factor which might have contributed to the event was lack of the security check of the tilting mechanism lock before using it with patient, otherwise the catch that was not in a locked position as well as defective mechanism of horizontal lock could have been detected before the incident occurred. Please note that concerto/basic operating and product care instructions (IFU; 04.ba.05_7 issued in june 2007; active at the time this device was manufactured) includes the information how the tilting function can be activated and used. Moreover, it includes the following warning in section describing the tilting function: "to avoid resident falling out of the device, make sure that all side supports are in a locked position". This document also provides other instructions for the caregivers relevant for the investigated event, including actions to be done before each use: "1 check that all parts are in place. Compare with the parts designation list in this IFU. 2 carry out a thorough inspection for damage. 3 if any part is missing or damaged - do not use the product!" The involved device was manufactured in 2012, so approximately 7 years before this event's occurrence. This device was not under the arjo service agreement. The concerto/basic is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification. According to the "caregiver obligations" stated in the "care and preventive maintenance" section of the IFU the personnel with sufficient product knowledge should perform regular checks of the device, inter alia functionality check and test of the tilt function and horizontal lock at least on a weekly basis. Taking into account that the tilting mechanism was functioning correctly, but may have been affected by the faulty horizontal lock, the most probable scenario is deemed to be related to the tilting mechanism catch, which could have not been correctly locked after its use. In summary, the inspection of the device confirmed that it was not according to the manufacturer's specification after the event. According to the customer allegation, the stretcher tilted during use and from that perspective, the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the regulatory authority due to indication of device malfunction and a patient fall.

Manufacturer narrative:
(B)(4). The involved device was taken out of service and evaluated by the qualified arjo representative. According to the results of inspection, the product was in good general condition, but the horizontal lock lever was not functioning correctly and was found in wrong position. The investigation is underway and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of concerto shower trolley. It was reported that when the patient was on the device the stretcher suddenly tilted and the patient fell on the floor. The x-ray inspection was taken and no patient injury was reported.